Event description:
During a colon resection procedure, the instrument was difficult to close. The hospital reported that no patient injury had occurred.

Manufacturer narrative:
6/12/97-supplemental report #1 submitted to FDA.